Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 32mm stent delivery system (sds), was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped positions. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 14jul2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a stent damage.